Manufacturer narrative:
A company service representative examined the system and verified the reported problem. The solenoid spacers and the fluidics pcb were replaced. The error code persisted. The fluidics mechanism assembly was then replaced. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "system message displayed" (device displays error message). A nurse reported after the last case was completed, the system began to show system messages for the fluidics and footswitch not being available. The nurse was unsure of how to clear the messages, so the system was pulled from circulation until service could be done. There was no patient involvement.